Event description:
It was reported to philips that the device experienced a failure during operational testing. The customer contacted philips to request assistance with troubleshooting their device. However, after initiating the case, multiple attempts were made by philips representatives to follow up with the customer but no response was received. As such, an evaluation was not performed and a cause for the original failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As troubleshooting was not performed and additional information could not be obtained, a definitive cause for the reported issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.